Event description:
The patient reported that his intrathecal baclofen pump was implanted, and since then he had been in to see his hcp for dosing changes at least 4 times. He said that at his last reprogramming session, which was a couple of days prior to his scheduled refill, the hcp decided to do the refill since he was there. At that time, the patient stated that 40cc of lioresal was taken out of his pump. He said that the hcp had decided to do a replacement since "the pump never worked", but the patient wanted to know if different diagnostic studies could be performed prior to a replacement surgery. He indicated that the physician did an x-ray (date not reported) to determine that the pump should be replaced. Additional information has been requested, a follow-up report will be submitted if additional info becomes available.